Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7085749.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned back to its original position. The patient was doing well postoperatively. The device remains implanted.